Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient had infection at the ipg and lead sites. To address the issue, patient underwent surgical intervention on (B)(6) 2025 during which the infected incisions were cleaned out.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.